Event description:
Implant broke on insertion (surgeon did drill with spear), the tip of implant was left in the patient. Surgeon implanted another one next to the broken one. No adverse consequences with the patient reported due to event. This device is used for treatment.